Manufacturer narrative:
Batch review performed on 27 august 2021: lot 111225: (B)(4) items manufactured and released on 17-may-2011. Expiration date: 2016-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event since 2017. Visual inspection performed by r&d manger: during the analysis it is evaluated that the ha coating is present on one side of the stem in the proximal area and some fragments are present also on the stem shoulder, meaning that the stem was not correctly onsteointegrted even if implanted since 2011. This should be the cause of reported patient pain. Some sings and scratches are present of the neck par,t probably due to revision surgery. It is not possible to determine the root cause of uncorrect osteointegration. Clinical evaluation performed by medical affairs manager: stem revision performed 10 years after primary cementless total hip arthroplasty in a (B)(6) year old woman. In the radiographic image provided, signs of stress shielding and radiolucent lines are visible and the stem looks slightly undersized. The reason of this choice cannot be assessed on the basis of a single anteroposterior radiographic projection. Aseptic loosening is a possible literature described long-term adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery 10 years after primary for hip pain and radiolucency found at level of the stem. During the revision the surgeon noticed that the stem had micro-mobile in the femur.